Event description:
On (B)(6) 2011, the customer contacted center for one baxter to report an issue with leaking. The customer reported that when they cap off their transfer set with an iodine cap, the iodine leaks out. The customer felt it might have had something to do with the threads in the transfer set clamp being misshapen. The customer stated they have spoken with their nurses, but did not think the nurses understood the problem. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported issue of leaking. The patient stated when they cap off the transfer set with the iodine caps, the iodine leaks out. The patient stated there was no leakage when performing therapy, only when using the iodine caps. The patient observed that the lower threads of the connector on the transfer set had pock marks. The patient stated they have talked to the rn about the transfer set leaking the iodine, but the registered nurse (rn) did not seem to understand. There was no patient injury or medical intervention reported. Baxter product surveillance contacted the rn on (B)(6) 2011 regarding the reported issue of leaking. The rn stated that the transfer set was not leaking but rather the minicaps had more iodine and the iodine would leak out when the patient capped off the transfer set. The rn stated that neither the transfer sets nor the minicaps were cracked or damaged, just that some minicaps had more iodine than others. The rn stated the patient had been complaining that the minicaps had too much iodine and that the minicaps did not fit properly on the transfer set causing leakage. The rn reiterated they did not believe there was any issue with the transfer set or minicaps. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a leaking minicap was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.